Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient experienced stoma site redness, and pain on palpation. On (B)(6) 2023, it was reported that the patient's stoma site pain increased in intensity, and the patient experienced a granuloma. On (B)(6) 2023, the patient experienced an increase in stoma site secretions. The patient was prescribed ceclor 750 mgs twice per day for 1 week by the physician. On (B)(6) 2023, it was reported that the patient's stoma site had redness, and pain. It was reported that the patient was prescribed augmentin 1 gram for 5 days by the physician. On an unknown date, it was reported that the patient's stoma site was in good condition following antibiotic treatment.